Event description:
Complainant's son was having numerous unexplained problems and they finally traced them to an allergy to latex. Her 10-yr-old son was born with a birth defect and had to have several surgeries on his hands. A latex tendon sheath was used. He had asthma/bronchitis type reactions. The sheath was removed after one yr. During surgery to remove the sheath his lungs collapsed. The anesthesia tube used was made of latex material. At age 5 1/2, he had dental work done. His eyes swelled shut and he had breathing difficulty. The dentist was wearing latex gloves and the imprint of the gloves left hives on his face. Rptr bought him a trick or treat hat which contained a rubber (latex) band and he had a reaction to it. He is also allergic to balloons.